Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer got 0.1mmol/l, 1.2mmol/l and 6.2mmol/l within 10 minutes on (B)(6) 2015. On (B)(6) 2015 customer got 0.1mmol/l, 1.5mmol/l and 6.5mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.